Event description:
A universal handswitch was sent for eval because it caused a hand piece to run without activation during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
No problem was identified with the handswitch; however, a corroded connector pin on the tps cable that was returned with the device was identified as the probable cause of the event.